Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿power plug was leaking¿ was confirmed, due to a crack on scope-connector, water tightness is lost. The following findings were also noted during device evaluation: due to wear of lock engagement lever, up/down knob cannot be locked securely, air/water-cylinder has discoloration, suction-cylinder has discoloration, due to a crack on scope-connector, water tightness is lost, due to damage on ultrasonic probe, the number of missing elements exceeds the specifications, due to damage to the acoustic lens, the displayed ultrasound image is defective, acoustic lens is damaged, connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope power plug was leaking during reprocessing. Upon inspection and evaluation, there is a gap between acoustic lens and ultrasound probe. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.